Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook instrument was not activating and the yellow light indicator was reflecting once the instrument was attached. The procedure was completed with no patient injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The permanent cautery hook instrument failed mechanical engagement when placed in the system. An instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observation related to customer complaint was also identified: the permanent cautery hook instrument was found to have a broken pitch cable. This caused the engagement failure experienced. The cable crimps were still attached to the cables. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. No image or video of the last procedure was provided for review. A review of the instrument log for the permanent cautery hook instrument (part number 470183-14/lot number n1021012 0080) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. This permanent cautery hook instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.